Event description:
It was reported that there were unacceptable thresholds on the right ventricular lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead in segments returned and analyzed. It was observed that all conductors were stretched, and blood/body fluid was present. The inner insulation was kinked/buckled. All insulators and the outer insulation were breached cut, and the lead exhibited apparent explant damage.